Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts in addition to a dim and discolored display screen. This report is made based on results of investigation completed on 01/19/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the keypad was found to be peeling, but all of the buttons had normal responses to user inputs. When the keypad was removed, contamination was found underneath all of the keypad button contacts. In addition to the keypad issues, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).